Event description:
The customer reported that when the fluoro button was pressed the system would turn off. This prevented the system from being able to produce a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.